Event description:
Additional information received reported that the estimated eri was 6 months after the pump update on 2015-04-03.

Event description:
Additional information received reported that the patient's (B)(6) refill date was (B)(6) 2015. The patient's pump has now been replaced.

Event description:
It was reported that the reporter did a refill of the patient's pump today and noted that the eri (elective replacement indicator) showed seven months, which was the same eri as at the previous refill in (B)(6) 2015. The reporter was expecting the eri to be less than 7 months with this refill. The reporter noted that the eri at the (B)(6) 2014 was 8 months, and the refill prior to that ((B)(6) 2014) was eri 11 months. The patient was having no therapy issues and the flow rate has been consistent for much of therapy at 0.4625 ml/day. The pump was used to infuse baclofen (compounded). No intervention or outcome reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, lot# n175922028, implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).